Manufacturer narrative:
The surgical light wall controller subject of this reported event was returned to steris engineering for evaluation. Results of the evaluation identified a short in the controller caused by a loose terminal screw. As reported in our initial report, had the system been properly equipped by the user facility with a dedicated circuit breaker, the breaker would have tripped and shut the power off. A review of complaint records indicate that this is an isolated event.

Manufacturer narrative:
A steris field service technician inspected the light and the wall controller, and found damage limited to the #2 power supply. Charring of the 120vac supply wires and internal components was noted. The technician noted that the controller was connected to the same circuit breaker as two other wall control units and lighting systems. The steris district service manager stated that steris recommends that each individual light system have a dedicated breaker. Steris cannot speak to the cause of the failure of the breaker to trip, because it is not a piece of steris equipment. Steris recommended that a licensed electrician review the circuit, and also that dedicated circuits be installed for each light. Installation of utilities is the responsibility of the hospital, and is to be in accordance with national and local codes.

Event description:
The user facility reported a harmony surgical light wall controller caught fire at the conclusion of a surgical case. The procedure had been completed and the patient was being removed from the room and relocated to recovery prior to the event. The facility reported that staff heard an electrical arcing sound coming from the controller. Upon closer inspection of the controller, sparks and black smoke came out of the unit. Subsequently, flames were observed. A dry chemical extinguisher was sprayed on the controller. The fire department was dispatched to the site, and remained on-site until the controller was removed from the wall. No injuries were reported. No procedural delays or cancellations were reported.